Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific for laboratory testing.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient has not been scheduled for a device replacement at this time.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). According to the hcp, the patient was presented to the clinic for a routine device check. The device was interrogated and a low voltage alert (code#1003) associated with a voltage too low for projected remaining capacity was displayed. Ts discussed the issue and recommended device replacement. A memory upload was performed and the data was sent to boston scientific's in-house engineering for analysis. A review of the stored data verified that a low voltage alert was declared in (B)(6)2014. The voltage is currently 2.975 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the estimated daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 14 days' time.

Manufacturer narrative:
The available information suggests that this device remains in-service. This investigation will be updated should further information be provided.